Event description:
The event is reported as: the user facility reports that an endotracheal tube was inserted successfully on a pt. When the pt no longer needed the endotracheal tube the cuff would not deflate. The pt developed stridor for about half an hour after removal of the endotracheal tube. It is reported, by the user facility, that there were no complications due to the removal of the endotracheal tube and the pt is fine.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation at the time of this report. A device history record review could not b e conducted since the lot number was not provided. A fmea (product/process) assessment was conducted and no changes required. The customer complaint cannot be confirmed since the sample was not available for investigation at the time of this report. Teleflex will continue to monitor and trend relating complaints.